Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) in the 50's (mg/dl). Bg was addressed with carbohydrates. Reportedly, the basal rate was set too high by the a healthcare provider and the customer was still adjusting to pump therapy.